Event description:
It was reported that during realize band implant procedure, when placing the band, the buckle tab broke when it was tightened. Another band was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.